Event description:
I had installed a new quick-set for my medtronic paradigm insulin pump and went away for the weekend. In spite of multiple bolus attempts with my pump, my blood sugar continued to rise until I was admitted to the hospital on (B)(6) 2013 on dka. I was admitted to the ICU and placed on an insulin drip.